Manufacturer narrative:
(B)(4). A visual inspection of the provided photograph found it to exhibit signs of repeated use (nicked / gouged). The device has fractured on the lateral side of the post feature and the post feature has fractured off. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total knee arthroplasty, a total articular surface provisional instrument fractured while it was being removed during the trialing process. There was no surgical delay nor patient impact. It was reported that no additional information is available.